Manufacturer narrative:
The customer¿s report of tubing separated above the y-site was confirmed. During inspection it was noted that the macrobore tubing was completely separated from the y-site top port. Functional testing of the set was deemed unnecessary because of the separation at the component engagement. Inspection under magnification confirmed the absence of bonding solvent on the macrobore tubing. There were no other anomalies detected. Dimensional analysis was performed on the vinyl tubing; the tubing was within specification. The root cause of the separation was a manufacturing-related issue of no bonding solvent application to the tubing-to-component engagement.

Manufacturer narrative:
Concomitant medical products: non-cfn extension set, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing came apart just above the y-site during an unspecified infusion. The user noted that "patient experienced minor bleeding from the back pressure of the central line.¿